Manufacturer narrative:
The infusion pump was received at the MFR for investigation and for flow rate testing. According to initial testing results, the pump operated according to specification. According to the instructions for use when infusing into areas of the body with limited blood supply ( such as areas supplied by end arteries, extremities, fingers, toes, nose, ears, joint spaces, and penis), always select a pump system that provides the lowest flow rate and smallest dose and concentration of drug to produce the desired result. Failure to comply may result in significant pt injury including ischemic injury or necrosis or other tissue damage.

Event description:
It was reported that following a foot procedure, the pt developed a blister near the location where the infusion pump was placed. There was no reported treatment administered to the blister but the pt has since been referred to a plastic surgeon.